Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(6) 2011 in regards to a system error 2240 alarm and she said she was unaware of the patient having that alarm. She said it has been a while since she has seen or heard from the patient and as far as she knows they are completing therapy successfully. She said she would followup with the patient about the reported alarm. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.